Event description:
The customer reports the ventilator emitted smoke while connected to the patient. No patient settings are available. The low exp min vol alarm activated and 3 loud popping noise were heard. The customer isolated the problem to the air module.